Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 3, 2014 - november 4, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, white particulate matter was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particulate matter to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the elastomeric balloon. The device was filled with an antibiotic solution. There was no patient involvement. No additional information is available.